Manufacturer narrative:
Updated fields: b4, e1 (initial reporter, event site telephone and event site email), e3, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and found that the iab fill port extremely loose. Started running unit, unit autofilled without any issue. During pumping the unit gas a gas loss alarm. Put unit in standby and tightened the iure and started the pumping again. No further gas loss issues. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. Unit passes all functional and safety tests.

Event description:
N/a.

Manufacturer narrative:
System is upgraded from cs100 to cs300. The product details of cs300 iabp are not available. A supplemental report will be submitted once cs300 details are available and upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had gas leak in the circuit during use on patient. There was no harm reported.